Event description:
New information received on july 19th, 2018 stated that on (B)(6) 2018, the patient was submitted because changes in electrocardiographic and cardiac failure. The patient had developed edema of limbs and abdomen, dyspnea, jaundice for four months. The patient symptoms were examined in (b)(6 2018, but new evaluation was not done since then. Patient was seen in (B)(6) for examination. Electrocardiography and rx torax was performed for further evaluation. They went well but did not precise the information. History of remission was not sent. There was no fever, cough, and thoracic pain. Results of all diagnostic procedures showed that there was stable improvement of heart failure picture.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that inadequate capture threshold issue and dislodgment issue was observed on the rv lead. An attempt was made to retract he passive fixation mechanism of the lead however this was not possible. Lead was explanted and a new lead was implanted. Device was re-implanted. Patient was stable.